Manufacturer narrative:
Additional information received from the local field representative indicated that the patient has not presented for two scheduled lead revision procedures. It was unknown when the lead would be revised. There was no indication that a chest x-ray was performed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise, increased pacing threshold measurements and an increase in pacing impedance measurements to greater than 2,000 ohms. The shock lead impedance was stable and the noise was unable to be reproduced. During an atrial threshold test there were differences noted when programmed to ddd mode there appeared to be a marker on the ventricular channel following atrial pacing, but was not present in aai pacing mode. The sensitivity on the device was decreased. Boston scientific technical services (ts) discussed obtaining a chest x-ray. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that a revision procedure was performed. The device was explanted and the rv lead was surgically abandoned. There was no physical damage noted to the lead and it was not tested with the pacing system analyzer (psa) to confirm the high pacing impedance measurements. No additional adverse patient effects were reported.